Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2013. During the procedure, the surgeon implanted an augment then discovered that it was fractured and loose. The surgeon removed the augment and completed the procedure without it. There was a delay in the procedure greater than thirty minutes. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear.¿

Manufacturer narrative:
Evaluation of device found evidence that suggests failure mode was due to overload during insertion. This can be caused by misalignment of the screws during implantation.